Manufacturer narrative:
Event date was between february to march 2018. (B)(6). The device was received for evaluation. A visual inspection identified cuts on the pump side of the cassette sheeting. Leak, clear passage, and clamp function testing were performed with a leak noted from the cut in the cassette sheeting. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was damaged. This occurred before use. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.